Event description:
A zoll account coordinator contacted zoll customer support to report that the end cap of monitor sn (B)(4) was damaged. The monitor was not currently being used by a patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (damaged monitor case) has been confirmed. Upon evaluation the monitor's end cap was separated and the monitor would not power up. A root cause analysis is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.